Event description:
The patient called to report pain at the implantable cardioverter defibrillator (ICD) incision site. The patient reported a "shocking burning pain" at incision site. A keloid had developed at the incision site. Approximately three years later, the patient reported left chest and shoulder pain and is concerned the pain is device-related. Interrogation revealed the device was functioning properly. Medication was administered and it is unknown if treatment was linked to the device. The device remains in use. The patient is enrolled in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.